Event description:
It was reported that in 2008, the patient seen on follow up stated a clicking noise occurred in knee with movement. X-ray shows the insert locking screw loose in the posterior compartment of the knee. Screw may be incomplete.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.